Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient with unknown spinal therapy with levels implanted s2. It was reported that, surgeonattempted to insert the s2 screw 9.5x90 on his will, but even though the same tap was cut, the screw couldn't be inserted from around the sacroiliac joint. Three drivers broke, the rod was placed but the propeller was too stiff, so it was impossible. It was attempted to move it using a counter, but the screw head broke. The head was floating from the bone surface, but it could not be removed or inserted, so the wound was closed as it was. The product ID and lot number of broken screw was unknown and there is no schedule to remove the screw. There were no fragments of the broken instrument(driver) remained in patient. No symptoms to patient and no further complications reported.

Manufacturer narrative:
H3: product analysis of part # 6550003 ; lot # kh17e154 analysis summary: visual and optical inspection revealed the entire torx tip has been sheared off consistent with interface during usage. Optical examination of the fracture surface at the base of the driver tip identified a fairly flat fracture surface and circular material displacement. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.